Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. Depuy considers the investigation closed at this time. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr. (B)(6) hospital (B)(6) 2018. Original primary date unknown. On (B)(6) 2016 revision. On (B)(6) 2018 revision for loose femoral component. Femur re reamed and revised to long srom stem. Female patient initials (B)(6). Unknown jrn: 1 x 18x13 36+8 x 160 = discarded; 1 x 18b small sleeve = discarded; 1 x 32+0 ceramic head = discarded.